Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer's wife called to report that, the customer was hospitalized for diabetic ketoacidosis and the blood glucose reading was 1055 mg/dl. Prior to the hospitalization, the customer was getting no delivery alarms and the customer had pneumonia. Troubleshooting was performed and the programming was correct. The insulin pump passed the prime and self tests. Nothing further was reported.